Event description:
The device was used during a laparoscopic sigmoid resection procedure. Reportedly,the instrument was difficult to open. The surgeon performed a laparotomy to remove the device. The hospital has reported the patient's condition is satisfactory.